Event description:
It was reported that the patient was admitted to the hospital with chest pain. High capture threshold with deteriorated sensing was noted. Perforation with pericardial effusion was observed. A pericardial window was performed and the lead was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.